Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the spin-lock collar on the male luers are not tightening at an even level. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and photo were provided for further evaluation. The returned sample/photograph was subjected to a visual evaluation with passing results. The sample was tested for lure taper and leakage as per specification with passing results. No leak or abnormality were found during the visual or functionality of the returned sample. It was determined the discofix is functioning as intended. The sample was sent to the manufacturer for further evaluation. Statement from the manufacturer, states an evaluation of the complaint due to the different position of the lock nut is not possible for hc-pm, because we have no drawing from the position of the lock nut, further investigation of the complaint is not possible. Based on the current available investigation results and assessments, the defect did not originate from any manufacturing processes. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.